Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 3. E1: patient city and country: (B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event with three infusion sets where infusion set tubing was found kinked on (B)(6) 2025. Blood glucose at the time of event was displayed high and patient treated it with the pump. No further information available.